Event description:
Caller reported two alarms, alarm 2 and alarm 26, but no occlusion event occurred earlier in the day. The customer¿s blood glucose level did not exceed 500 mg/dl or register as ¿high¿ on the cgm, indicating no adverse impact. To resolve the issue, the customer changed the cartridge and resumed insulin.